Manufacturer narrative:
A2: age at time of event: the patient is older than 18-year-old. Device evaluated by MFR: the device was returned for analysis. Visual and microscopic examination revealed no damages or foreign material. Media was provided by the customer in the form of a photo. The photo shows what appears to be a hair inside the hub.

Event description:
It was reported that a foreign matter occurred. The 50% stenosed target lesion was located in the moderately tortuous arteriovenous graft (avg). A 5.0mmx40mmx40cm fg sterling otw was selected for use. During preparation, prior to sedation, it was noted that there was a debris in the hub upon unpacking. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a foreign matter occurred. The 50% stenosed target lesion was located in the moderately tortuous arteriovenous graft (avg). A 5.0mmx40mmx40cm fg sterling otw was selected for use. During preparation, prior to sedation, it was noted that there was a debris in the hub upon unpacking. The procedure was completed with another of the same device. There were no patient complications as a result of this event.